Event description:
It was reported that during a da vinci pyloroplasty procedure, it was identified that the monopolar curved scissors instrument were dull. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's scissors to be dull. The instrument was placed on an in-house system for a latex cut test and the scissors did not cut cleanly through the latex. The blades were undamaged, but did exhibit wear below the tips. The instrument passed electrical continuity testing. Failure analysis investigation also found the instrument's pad printing to be removed at the tube extension. One large area of the orange surface had material missing. Failure analysis concluded that the pad printing removed damage may be due to mishandling/ misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing removed found during failure analysis if to recur could cause or contribute to an adverse event.